Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
During a recent programming session it was reported high impedance measurements were observed for several contacts of the pt's (canada) lead. Reprogramming was undertaken utilizing the contacts with lower impedance readings; however, the resulting stimulation is reportedly not optimal. There are no immediate plans for surgical intervention.